Event description:
Customer reported problems with the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo receptacle on the interconnect cable. System operates as intended.